Event description:
(Statement from nurse operating pump)IV tubing bubbled inside of the pump module. The pump began beeping, showing that there was an occlusion. Upon closer examination the tubing had began to bubble. There were no contributing factors. There is no way that it could have been prevented. There was no harm done to the patient. Tubing was replaced without further incident.